Event description:
Tech was using torque wrench with a stem socket wrench (6631-8-016) to properly tighten a stem extension to a mrh baseplate. When pressure was applied to torque specifications the tip of the stem socket wrench snapped off. Another pan was opened that had that same wrench and the stem extension was tightened appropriately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection: the 5mm hex tip of the device is fractured from the main body of the device. Additional visual inspection was performed as part of the material analysis report (mar), dated 12-may-2014. Images of the device are included in the mar. A material analysis has been performed. The report concluded: "the duracon stem hex socket wrench 5mm failed in overload. Final fracture occurred in ductile overload. The eds spectrum of the material was consistent with a 17-4ph stainless steel alloy. The material hardness was approximately 44 hrc, which is consistent with the 17-4ph stainless steel alloy in the h900 heat treated condition. No material or manufacturing defects were observed on the device features examined." Functional inspection: the damage to the device renders it non-functional. Dimensional inspection: not performed because there is no indication the event was related to dimensions of the device. The investigation determined the likely root cause of the event to be overload of the instrument by the end user. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Tech was using torque wrench with a stem socket wrench (6631-8-016) to properly tighten a stem extension to a mrh baseplate. When pressure was applied to torque specifications the tip of the stem socket wrench snapped off. Another pan was opened that had that same wrench and the stem extension was tightened appropriately.